Event description:
It was reported that the right ventricular lead exhibited loss of sensing and capture. The lead was fractured. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.